Event description:
(B)(4). When this device was implanted I experienced excruciating pain on my left side (tube) to the point I had to be admitted into the hospital and the pinching sensation never goes away, I have experienced cycles so heavy that I become faint and weak. With blood clots so big that it looked like a slab of liver... Headaches, back pain excruciating cycles... Hair loss, weight gain, bloating, legs and feet swelling, yeast infections, painful intercourse, urinary tract infections, an odor and a discharge... Stabbing feelings in my vagina for no reason since having these devices put in... My breast get sore and heavy, cramping starts for no reason, night sweats, inability to control my bladder at times of onset of cycle. No insurer.